Manufacturer narrative:
An event of left bundle branch block and mild perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the calcium was distributed on all the edges and the final implant depth of the valve was at 5.6mm which it is deeper than the optimal 3 mm depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage clinical trial. Patient site ID: ((B)(6)) it was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using large flexnav delivery system. The patient baseline rhythm was sinus rhythm and first degree atrioventricular (av) block. After valve deployment, the patient had a left bundle branch block (lbbb). The final implant depth of the valve was at 5,6mm. The lbbb was still present after the procedure. The patient is hospitalized and is doing fine. No intervention was performed. There was no clinically significant delay during the procedure.